Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a lead revision because the leads went haywire/got disconnected and shocked their whole body. They said around the middle of (B)(6) 2020 they were getting up more frequently at night so they went to increase and when they did they experienced shocking in their vagina. They said that caused them to scream out in pain and it took 15 minutes to turn the device off. They said it was horrifying. They went to their healthcare provider and said they were in pain and the healthcare provider turned stimulation back on. They said they did see a manufacturer representative around (B)(6) 2020 and they were told there was an issue with the lead and it would need to be replaced. They had a revision/system replacement on (B)(6) 2020 and since then they had been doing well.